Manufacturer narrative:
On 7/7/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - complaint unit was not returned for evaluation. Device history evaluation - device history record of the finished goods was reviewed. No anomalies or rejections were found during the review. Nonconformance and CAPA reports were reviewed but no similar conditions have been reported since 2014. Conclusion: no assignable causes that could be associated to the helimend manufacturing or packaging process were identified based on the review of the device history record (DHR), CAPA¿s and ncr¿s history. The reported condition described as ¿is this normal or is it supposed to be resorbed without sequelae¿ could not be confirmed since complaint units were not received for evaluation and no picture was provided by the reporting facility. The reported condition is in fact a question. It is not possible to determine a root cause for the reported condition at this time.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reports they used helimend generously after socket preservation or implant placement. They placed bone graft and covered it up with helimend then tried to get primary closure of mucosa, tension-free, in most cases. They used this in about 15 patients or more. In most cases, three to six months after placing the membrane on extraction or implant site, they exposed the areas where helimend was used and found intense granulation tissue that intruded into the bone graft and implant thread areas. On 5/17/16 no further information available.